Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance and had recently triggered out of range at 134 ohms. It was noted that the last delivered shock was at implant in 2011 with 49 ohms. There was no noise on the presenting egm and no stored episodes. The plan was to continue to monitor, and technical services recommended considering commanded shocks to test the integrity. The lead remains in-service. No adverse patient effects were reported.